Event description:
Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed in-stent restenosis. The index procedure treated the mid lad (left anterior descending) artery. Treatment consisted of kissing balloon predilation with a 2.5x15mm balloon at 12atm in the mid lad and a 2.5x15mm balloon in the 2nd diagonal at 8atm, placement of a 2.75x28mm taxus express2 stent, and kissing balloon post dilation with a 3.0x25mm balloon in the mid lad at 20atm and a 2.5x15mm balloon in the 2nd diagonal at 8atm. Intravascular ultrasound confirmed good apposition of the stent to the vessel wall and 0% residual stenosis. The pt was discharged two days post procedure. No problems were found at the one month follow up. The pt returned on day 237 with 75% in-stent restenosis. Treatment consisted of balloon dilation resulting in 0% residual stenosis. The pt was discharged four days post reintervention.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.